Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable results for multiple assays for approximately 10 patient samples from the cobas 6000 c (501) module. Of the data provided, only the alb2 albumin gen.2 result for one patient sample was a reportable malfunction. The initial result was 5.8 g/dl and the repeat result on another cobas 6000 c (501) module was 2.8 g/dl. The erroneous result was not reported outside of the laboratory. The repeat result was believed to be correct. There was no adverse event. The albumin reagent lot number was 29910101 with an expiration date of 31-mar-2019. The customer performed maintenance and ran calibrations and qc which had poor results. The customer then changed the sample probe and performed a correlation between this analyzer and another cobas 6000 c (501) module. The results did not match acceptably. The field service representative could not determine a cause. He ran baseline checks and verified the customer's calibration and qc results were successful. All instruments checks and precision testing passed. Upon follow up, the customer confirmed they had no further issues.